Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device did not clamp the artery. There was some bleeding once fired. It is unk how the procedure was completed. No other details are known at this time. The device will be returned for analysis.